Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was not getting an adequate pain relief even after multiple reprogramings. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were retained by the facility.